Event description:
Information was received from a patient receiving intrathecal fentanyl and prialt (all unknown concentration and dose) via an implantable pump for spinal pain. It was reported that the reason for the call was the patient stated they got implanted a couple months ago, and got equipment then, but had to 'hunch' for a bolus and it went to 90% but then they thought it was there for almost a minute before it found the last 10%. The agent assisted the patient in toggling off/back on bluetooth and location and restarted myptm app and the patient connected to the pump 'better' and it hung at 90% for less time. The patient stated they talked with a mdt rep about this last week sometime, who told them to call in. The agent reviewed closing app after use and monitoring.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.